Manufacturer narrative:
Date of event was estimated. Reported driveline infection on (B)(6) 2017 is reported under MFR report #2916596-2018-04289. Approximate age of device- 6 months, 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had driveline infections on (B)(6) 2016, and (B)(6) 2017. Culture results showed staphylococcus epidermidis. The patient was treated with antibiotics including zosyn and vanconmycin. There is no current evidence of recurrence of infection, monitoring both the site and also labs for inflammation or leukocytosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. Driveline, local, and pump pocket infection are listed (in the hmii IFU) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.